Event description:
Versa step port used in robotic case. Upon removal from pt, it was noted that the tip was broken. Fragments were retrieved from the pt; however, one small piece was not able to be located.